Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter had a strong resistance. Cerebral aneurysm coil embolization was performed for the right m4 pseudoaneurysm. The vessel tortuosity was severe. The m4 access vessel was less than 1 mm. The device prepared according to the instructions per the IFU. The catheter hydrated per IFU. Or the pseudoaneurysm of the right m4, after guiding this product at the target site, 9 ied coils from kaneka corporation were implanted. A very strong resistance was noted while inserting the 10th one, but when it was pushed as it was, a rupture was confirmed around 10cm at the tip of this product. Immediately it was collected outside the patient's body. After that, another lot product was guided again, the remaining one ied coil was implanted, and the procedure was completed as it was. It was noted that there was a catheter rupture at the distal end of the shaft. Excessive load applied to the catheter during delivery or removal.

Manufacturer narrative:
H3: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as the marathon catheter was found to be damaged. The root cause and the cause for damages could not be determined. Possible causes of resistance include the use of damage/incompatible coil, patient tortuous anatomy and lack of continuous flush. Regarding the ¿catheter rupture¿ issue, the customer complaint could not be confirmed as no rupture was found on the returned marathon catheter. However, the returned marathon catheter was found to be separated into two segments. The broken ends of the catheter exhibited with stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. However, the cause for separation could not be determined. There was no non-conformance to specifications identified that led to the reported issues. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.